Manufacturer narrative:
D10 concomitant product: 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 87475, 87475 shiley oral nasal intermediate 7.5 (lot#22k0626jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); 18770, 18770 7.0mm taperguard trachael tubex10 (lot#23f1117jzx); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the cuff of the first tube had an inflation and deflation issue and was not used to a patient. Prompted them to check the other tubes in stock and identified that 10 tubes found to have leak in the cuff. There was no patient involvement.

Manufacturer narrative:
Correction: g3- date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 3/21/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.